Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed no anomalies or damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination revealed the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. The helix was clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead it was noted the helix would not extend and the lead became bent. The lead was replaced and the patient was stable with no adverse consequences.